Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number or lot number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lancing device ii, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of customer a firing issue with the freestyle lancing ii device. As device was not working, the customer was unable to obtain blood glucose result and developed symptoms of headache, dizziness, shortness of breath, and faintness. The customer was taken to a hospital where she was treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.